Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Concomitant products: 4574 implantable pacing lead 2013 (B)(6); 6935m implantable defib lead 2013 (B)(6). (B)(4).

Event description:
It was reported that one day post-implant, the left ventricular (lv) lead was found to be causing diaphragmatic simulation. The pacing polarity was reprogrammed and the lead remains in use. The patient is a participant in the attain performa study. No further patient complications have been reported as a result of this event.